Event description:
It was reported that the back wall of the port reservoir was allegedly perforated. It was further reported that the device was replaced with a new device with new vessel access. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI lp plastic port was returned for evaluation. A hole was noted to the underside of the port base, with the site leaking during functional evaluation. Scoring was also noted to the port base with multiple puncture access marks and incisions noted to the port septum. Based on the evaluation results, the investigation is confirmed for the reported hole in the port base. Per the evaluation results, port access punctures and incisions were noted in the septum as well as scoring on the port base. Therefore, it is possible that sharp instrument damage from either a needle or a blade contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include over-insertion of needle during infusion or usage of incorrect needle. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the back wall of the port reservoir was allegedly perforated. It was further reported that the device was replaced with a new device with new vessel access. There was no reported patient injury.